Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, they were hospitalized for high blood glucose of 474 mg/dl on (B)(6) 2017. Customer was experiencing symptoms such as dizziness and weakness. Customer did not recall any significant events that may have lead to hospitalization. Customer was just experiencing high blood glucose all day. Customer was treated with the insulin pump. The customer was wearing the device at time of the hospitalization. Customer then reported that on (B)(6) 2017, the insulin pump started to alarm no delivery during prime. Troubleshooting for the no delivery was performed for the no delivery. Customer was advised to change the infusion set, then manually push insulin through tubing and insulin did exit. Customer was then advised to reinsert reservoir into the insulin pump and run manual prime to 5 units and the device alarmed no delivery. Customer was advised it was an infusion set issue. The insulin pump is not returning for analysis.